Manufacturer narrative:
Add'l info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following engineering eval.

Event description:
It was reported that, "bi-lateral distal blockers loosened post op and 6.0 vitallium rod was sliding through xia3 pedicle screws."